Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump¿s black box history showed that cs 052 and 054 call service alarms were recorded on (B)(6) 2015. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump; however, the cap threads and coin slot were both found to be damaged. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and moisture contamination was found inside the pump on the display flex cable and connector. The complaint that the pump was losing power intermittently was not able to be adequately investigated to the moisture damage and blank display issues.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.